Manufacturer narrative:
Date sent to the FDA: 09/15/2020. The following information was obtained: the material was named "fossil". Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide an explanation what it meant by ¿the material was named fossil ¿? 2. What does it mean "fossil"? What is related to? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 09/02/2020. Corrected information: upon additional information review, this medwatch report has been updated from malfunction to serious injury reportable. Corrected b5 narrative: it was reported that a patient underwent a leg joint replacement procedure on an unknown date and unknown suture was used. Following the procedure, the patient experienced inflammation. It was opined by the patient¿s wife, that suture material could be related to the inflammation, but she was not sure if the reason was the suture. The patient¿s wife was asking for resorption time of the suture. The patient is currently in a trauma hospital under the supervision of doctors. It was also reported that the patient underwent a second surgical operation in another medical facility. Additional h-6 patient codes: 3189- surgical intervention. Additional information was requested, and the following was obtained: there is no information on suture absorption. Leg joint replacement procedure. There is no detailed information, but at the time of the visit, the patient was in the hospital. She said that her husband had an operation and she was not sure if the reason was ethicon. The man underwent a second operation in another medical facility. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please explain if the patient suffer from suture's absorption? Please explain what kind of issue. In what tissue was the procedure? Was any medical treatment or intervention provided? If yes, please provide medicine name, strength and dose? Why is the patient ¿currently in a trauma hospital under the supervision of doctors¿? What is the reason for hospital admission? What is the current condition of the patient? What is the suture appearance? What is the suture deficiency? What does the wound look like? Please describe symptoms and when did the symptoms occur? What is the event day and procedure date? Please provide the type of suture? Please provide product code and lot number. Please confirm device's availability.

Event description:
It was reported that a patient underwent a joint replacement procedure on an unknown date and suture was used. Following the procedure, the patient experienced inflammation. It was opined by the patient¿s wife, that suture resorption could be related to the inflammation. The patient is currently in a trauma hospital under the supervision of doctors. Additional information has been requested.